Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.8, 2.9. First reading was a 3.8, repeat, within mins was a 2.9. Customer called in after her machine was apparently stuck in warm-up. Would not give a result for over ten mins. She tried removing the strip and punching buttons, but it would not respond. After changing batteries, pt got a 3.8. Pt stated that her range was between 2-3 and that she had never been so high. Pt had done fingerstick on same finger as she used before calling. When she used a new finger for fingerstick, her result was 2.9.